Event description:
It was reported that post-paced t-wave oversensing was observed on a remote transmission. The patient presented to the clinic, and programming changes were made. The patient was in stable condition with no adverse events.